Manufacturer narrative:
Concomitant medical products: 310c29, tissue valve, implanted: (B)(6) 2016.

Event description:
It was reported that the patient went into a ventricular arrhythmia during an magnetic resonance imaging (MRI) scan. The implantable cardioverter defibrillator (ICD) was checked prior to the scan and normal function was noted. The patient's rhythm was in a regular and the device was programmed to MRI conditional parameters. During the scan, the nursing staff believed the patient went into a ventricular arrhythmia, the scan was momentarily stopped, the patient was checked and staff noted the patient's oxygen level had fallen. The patient was repositioned and the scan resumed. Soon after resumption of the scan, the staff became concerned with the patient's rhythm again as it was becoming more irregular. The scan was stopped, MRI conditional parameters were programmed off and the patient's rhythm was noted to again be regular. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.